Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) of over 596 mg/dl. Reportedly, the suspected cause of bg was an occlusion alarm. Customer addressed bg with a bolus via the pump, manual injection, and drinking water. Customer reverted to manual injections.